Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were provided: inratio = 3.8, 6.6, lab = 2.7, 7.5, respectively. Upon further investigation, it was determined that the patient was having difficulty obtaining an adequate amount of blood for the test. There was also difficulty in applying the blood sample to the strip. Replacement meter sent. Further investigation to be performed.